Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage from device. The following information was provided by the initial reporter. The customer stated: it was reported that blood leaked from the tubing of the needle. Tubing has been noted to leak blood during venipuncture on two occasions with the collection set associated with this lot. Leak has been found both times near the end closest to filling the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: bd received 10 customer samples from the customer for evaluation. The samples were subjected to a visual inspection and the indicated failure mode of sliced tubing was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 30 of the 100 for functional testing and the issue relating to hole in tubing (sliced tubing) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sliced tubing through CAPA#2889570. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage from device. The following information was provided by the initial reporter. The customer stated: it was reported that blood leaked from the tubing of the needle. Tubing has been noted to leak blood during venipuncture on two occasions with the collection set associated with this lot. Leak has been found both times near the end closest to filling the tube.